Manufacturer narrative:
Coding was verified by mentors clinician on 9/9/2019, impaired healing was added to the patient code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, wound dehiscence. Concomitant medical products: left-mentor smooth round moderate plus profile 300cc saline breast implants, ref/sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 300cc saline breast implants which the right side has issue with capsular contracture after implantation. Patient also reported that the right side incision came open. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.